Event description:
It was reported that the fenestrated bipolar forceps was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.194" x 0.574" was found to be broken off the yaw pulley. The broken piece was not returned. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.